Event description:
Same case as MFR report #3005099803-2008-06831 and #3005099803-2008-06832. It was reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure, the catheter got caught on the guide wire. An extractor rx 15 - 18 mm retrieval balloon had been selected to treat an unspecified stricture. While attempting to advance the catheter along an unspecified guide wire, the wire "got caught on the catheter". The same malfunction occurred with 2 add'l extractor rx 15 - 18 mm retrieval balloon catheters. The procedure was completed with another extractor rx 15 - 18 mm retrieval balloon . There were no patient complications reported with the patient's current condition listed as "good".

Manufacturer narrative:
Device analysis: the complaint indicated and the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.